Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. End user states she uses eakin cohesive seal to her peristomal skin. She cleanses her peristomal skin with ivory soap. The end user stated that she usually changes her pouch every five (5) days but, recently since the development of the rash she has had to change her pouch every two (2) days. She applies allkare protective barrier wipes to the red rash area followed by stomahesive powder. The end user was instructed on crusting with stomahesive powder followed by allkare protective barrier wipes or water. It was recommended for the end user to use the sur-fit natura stomahesive skin barrier with convex insert. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a f/u report will be submitted.

Event description:
Customer reports circumferential red rash like area to her peristomal skin under the entire mass located in the lower right quadrant. She stated she does not experience any itching or pain from the area. She reports experiencing a burning sensation when she uses allkare protective barrier wipes to her peristomal skin.